Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing. Technical services (ts) was consulted, discussed movement artifact oversensing. Technical services (ts) recommended evaluating what the patient was doing at the time and test different vector. This s-ICD system remains in service. No additional adverse patient effects were reported.